Manufacturer narrative:
PMA 510k #p050017 s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Cronan et al 2021 - endovascular management of nutcracker syndrome in an adolescent patient population the purpose of this study was to investigate the technical feasibility, efficacy and safety of left renal vein stenting in adolescents with nutcracker syndrome. Materials and methods we conducted a retrospective review of electronic medical records and imaging archives to identify adolescents undergoing endovascular stenting for nutcracker syndrome. We reviewed patient demographics including age, gender, presenting symptoms and diagnostic imaging findings. We compared pre- and post-stent deployment intravascular ultrasound (ivus) and venography and evaluated patient symptoms in clinic up to 6 months following stent placement following institutional review board approval, we conducted a retrospective electronic medical record and imaging archive review to identify all adolescents who underwent endovascular stenting of the left renal vein from january 2016 to december 2019. Self-expandable stents were selected in most cases because of their superior accuracy in deployment location and ability to supply adequate radial force to the surrounding vascular structures at the time of initial procedure, eight zilver (cook medical, bloomington, in) stents were used in seven patients (four 12×60-mm stents, three 14×60-mm stents one 14×40-mm stent), and five venovo (bard, new providence, nj) stents were deployed in three patients (three 14×40 mm and two 14×60 mm). Zilver stents were placed prior to availability of venovo stents because the deployment was more precise with the zilver delivery system than with the wallstent (boston scientific, marlborough, ma). Noncompliant angioplasty balloons (conquest or atlas; bard) were used in a variety of sizes ¿ 14×40 mm, 14×20 mm and 12×40 mm ¿ to ensure full expansion of the stent ten patients (average age 16 years, range 12¿20 years) underwent 13 procedures. This complaint will capture the off label use of zilver vena stent for endovascular stenting of the left renal vein and use in adolescent population. As per ifu0091-8,¿ zilver vena venous stent is indicated for improving luminal diameter in the iliofemoral veins for the treatment of symptomatic iliofemoral venous outflow obstruction.¿ as per the precautions section "the potential effects of phthalates on pregnant women/nursing women or children have not been fully characterized and there may be concern for reproductive and developmental effects. "

Manufacturer narrative:
PMA 510k #p050017 s002 and s003. This file (B)(4) was created from literature "cronan et al 2021" to capture off label use. This file is related to complaint files (B)(4). Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution all zilver vena devices are subjected to a visual inspection and functional inspection to ensure device integrity. Review historical data: n/a. Instructions for use and/label: it should be noted that the instructions for use (ifu0047) states the following: ¿the zilver vena venous stent is intended for use in the iliofemoral veins for the treatment of symptomatic venous outflow obstruction¿. There is evidence to suggest the user did not follow the IFU or label. As per medical advisor "yes, it was off-label use". Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off label use can be concluded based on the information provided. The information for use states that the device is intended for use in the iliofemoral veins however from the information provided the device was used in left renal vein, this is considered off label use. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, placement of zilver vena in left renal vein. Confirmed quantity of 07 devices, confirmed used. According to the initial reporter, no adverse effects reported in this study. Investigation findings conclude that a definitive root cause of off label use can be concluded based on the information provided. Complaint is confirmed based on customer and/or rep testimony.

Event description:
This supplemental report is being submitted due to completion of the investigation on the 31-jul-2023.